Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance and failure to sense were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. After the right ventricular (rv) lead was fixed into the ventricle, it was noted that the bipolar rv lead impedance was greater than the normal range, there was no sensing and loss of pacing was observed. Pacing impedance, sensing and capture thresholds were normal in unipolar mode. The rv lead was exchanged. Normal paramters were observed on the replacement rv lead. The procedure was completed successfully. The patient was stable.